Event description:
It was reported that after the stylus of the programmer had been calibrated, it was not working in the "lower right corner" after the programmer was moved to another location. The stylus was then recalibrated, but the issue remained. Of note, the cable of the stylus was "dented, but not broken." Another stylus was used and the same issue was noted. The caller will try another stylus and if not corrected, the programmer will be returned for repair. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090xs. (B)(4).